Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj) heparin, intraperitoneally (ip) (dose and frequency not reported), inj fortum ip (1 gram and frequency not reported) and inj vancomycin (1 gram, once in 5 days and route not reported). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. Action taken with dianeal therapies was unknown. No additional information is available at this time. This is report 3 of 3 involved in this event.